Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 75 mg/dl and 485 mg/dl within 10 mins. All tests were performed on the arm. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The meter was returned and product testing did not confirm the complaint. No new issues or errors were observed, all results were within the range specification during control solution testing. The readings reported were not found in the meter's memory log.